Manufacturer narrative:
This supplemental report is being filed for coded added to the h6 field. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead had intermittent spikes in out of range pacing impedances measuring greater than 2000 ohms. This rv lead also exhibited loss of capture and the patient did experience asystole of greater than two seconds. Subsequently, this rv lead was surgically abandoned and replaced. Additionally, the explanted lead was observed under fluoroscopy and there was no visible fracture. No additional adverse patient effects were reported. Subsequently, lead data was submitted to technical services (ts) for analysis. The ts consultant confirmed the out of range impedances and also noted an increase in thresholds and some oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had intermittent spikes in out of range pacing impedances measuring greater than 2000 ohms. This rv lead also exhibited loss of capture and the patient did experience asystole of greater than two seconds. Subsequently, this rv lead was surgically abandoned and replaced. Additionally, the explanted lead was observed under fluoroscopy and there was no visible fracture. No additional adverse patient effects were reported.